Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had experienced a loss or change in their therapy and having some problems with the implant. Patient did notice that the batteries were dead in the patient programmer and had them replaced however, it still hadn't helped. Patient stated that they adjusted amplitude to where they could feel the stimulation at 3.5 but that didn't help and they were still peeing. Furthermore, patient reported that they had a fall at work. The risks of the fall was reviewed with the patient and they were redirected to their healthcare professional (hcp). No further complications were reported.